Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The hv module and battery interconnect board were replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.